Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow through two (2) large volume folfusors. These events occurred before use. The folfusors were filled with piperacillin/tazobactam. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured august 16, 2017 - august 17, 2017. Two devices were received for evaluation containing approximately 270 ml of drug solution in the bladder. According to the drug label affixed on the units, drug piperacillin/tazobactam and sodium chloride solution were the contents inside the bladder. During visual inspection, excess white drug precipitate was noted in the solution of the device bladder. When the luer cap was removed, flow of fluid was not observed coming out at the distal luers. Further inspection on the two units revealed the direct cause of the flow problem was due to the excess white drug precipitate. Microscopic examination on the device luers revealed white drug residue/precipitate blocking the fluid path at the distal end of the glass capillary located inside the device luers. The cause of the flow problem was due to excess drug precipitate; therefore, the reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.